Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were offline. A technical support specialist (tss) guided the customer through powering on the cabinet using the switch and restarted the all in one (aio). In the populate buttons screen, no failed drawers were found. The customer confirmed successful login and authorized case closure. The system functioned as intended after the technical support specialist guided the customer to resolve the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, message on screen stated that drawers were offline. User unable to login and no items to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.